Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads have come apart, the little pin is not secure, the bristle head has come out [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that within the last 3 weeks, 3 oral-b precision clean brushheads had come apart, the little pin was not secure, and the bristle head had come out in her head while used with an oral-b vitality series toothbrush. She stated that she had used the vitality toothbrush for many years. The consumer stated that she used colgate sensitive concomitantly and had never dropped the product. No symptoms developed.